Manufacturer narrative:
Conclusion: product did not contribute to event visually examined. Complaint reviewed and analysis showed no trend for (B)(4). (B)(4): evidence that product in specification when used, undetermined.

Manufacturer narrative:
Device #2: investigation is not complete. Trends will be evaluated. No complaint was stated against this component. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00204, 00206.

Event description:
Allegedly removed during the revision of another component.